Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.

Event description:
The customer contacted the siemens technical solutions center (tsc) after observing imprecision on quality controls (qc) on a dimension vista 500 instrument. The tsc specialist began troubleshooting with the customer. During a review of the instrument files, it was discovered that qc material, patient samples, and diluent check material had been dispensed into aliquot wells already containing qc material. Qc for sodium (na), chloride (cl), potassium (k), high sensitivity c-reactive protein (hscrp), prealbumin (prealb), and valproic acid (valp) were affected. Patient samples and the diluent check (dilcheck_2) for na, k, and cl were affected. It is unknown if patient results were reported to the physician(s). Patient samples did not undergo repeat testing. It is unknown if there was any patient intervention of adverse health consequences due to patient samples being dispensed into aliquot wells already containing other material.